Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The missing double know routing suture at c1 was confirmed on the left side of the suture hole. Review of the tricentric holder indicated slanted cut patterns that crossed from the left to right of the c1 cutting channel, as well as the location of the double hole knot for the routing suture. The multiple slanted cut patterns are inconsistent with the normal IFU instructions for utilizing the cutting channel, which indicates "cut each of the three exposed green sutures using a scalpel or scissor placed only in the cutting channel." Cut positions indicate an IFU use error of not cutting the suture in the cutting channel, resulting in the double knot routing suture being cut and/or damaged during holder removal. No c1 routing suture/double knot thread was observed on the returned holder during the review. The cause of the event was due to use error. There are no indications that this issue resulted from a manufacturing defect.

Event description:
It was learned the surgeon saw the suture inside the patient and the monofilament suture found was the whole length (was not fragment).

Manufacturer narrative:
(B)(4). Device evaluation: customer report that "when the green suture of the tricentrix holder was cut the suture came off the holder and was found inside the heart" could not be confirmed through visual observations. As received, two of the three green sutures were cut at the cutting channels and remained attached to the tricentrix holder. Both cut green sutures had a suture thread end measuring approximately 6.5cm long. No green sutures were visible at the remaining cutting channel. Tricentrix holder was returned in the fully deployed position. UDI number: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The tricentrix holder was returned to edwards for evaluation. In this case, there was reported to be no harm to the patient. Attempts to retrieve additional information is in process. Per the IFU for this device, "cut each of the three (3) exposed green sutures using a scalpel or scissor placed only in the cutting channel. Never attempt to cut a suture below a partially separated holder as a part of the attaching suture may fall in the ventricle." Based on the information received and results of the device evaluation it is likely the suture was not cut at the cutting channel as stated in the instructions for use (IFU). If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information during implant of a 33mm mitral valve, when the green holder suture was cut, a suture fragment was found inside the heart through the aorta, after the holder was removed. No injury to the patient. The 33mm mitral valve remains implanted. Medical records received indicated original reason for the procedure was due to endocarditis involving the mitral and aortic valves with chronic abscessed tooth #31. The patient also underwent re-do aortic valve replacement during the procedure due to endocarditis. The patient was separated from cardiopulmonary bypass without difficulty. Received records did not mention the holder nor suture coming off holder.